Event description:
Bilateral sfa angioplasty via left axillary approach. Pt had tortuous vessels requiring manipulation and exchanges of guides and catheters. End result: breakage of guide wire inside pt with unsuccessful attempts to retreive. Surgical intervention required. Guide wire broke at junction where loc extender connects, leaving aprox 145 cm length of guide wire in pt from subclavian to left distal extremity. First guide wire used on this pt (same lot #) also broke, but occurred externally.this info was submitted as follow-up 2/24/95: co did not examine the exact wire which broke during the procedure. The fragments of wire which were actually used during case were at no time released to co and are still in the possession of risk manager at hosp.info was submitted as follow-up 3/22/95: MFR's investigation indicated that the most probable cause for these failures was bending overload.